Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned drill bit shows that the drill bits are in working order and can be classified as in a new condition. They can be used as it should be. Based on the provided device report and the complained problem the investigation was unable to confirm the reported problem. The manufacturing and material documents have been reviewed no deviations to the device specifications was noted. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a tibial shaft fracture and was implanted with plate and screws date unknown. About 12 months from the operation, the patient felt pain in the area of the plate. Patient returned to o.r. On (B)(6) 2013 for removal. The locking screws were not removed, and the surgeon tried head drilling operation by using the carbide drill bit. The torque of the power tool became insufficient, and cutting failed. This happened with a second carbide drill bit. The plate and 5 locking screws were still in a state of being retained in the body. Therefore, the operations initial purpose such as removal of the plate could not be accomplished for impingement of the plates soft tissue. Patient will have a follow-up examination, and a re-operation has been under consideration. This complaint is on the drill bit. This is 2 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product was received on (B)(6) 2013 and is entering the complaint system. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hwe. Device is an instrument and is not implanted/explanted. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device history records review was assigned to the incorrect location. A new review of the device history records has been requested. Placeholder.